Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Not yet returned.

Event description:
It was reported that the communicator's power cord exploded during a blackout. No adverse patient effect was reported. The power cord will be replaced.